Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced hyperglycemia, felt sick and had stomach pain. The infusion device had displayed e4 (occlusion error) multiple times. The patient had changed the battery three times after the device was alarming, but the device would not turn on. The patient was drowsy and needed assistance to get to the hospital. The patient changed the device accessories, but was still receiving e4 messages. The infusion device was requested to be returned for product evaluation.